Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d4; g3; h2; h3; h6; h11. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: medical product: articular surface size gh 10 mm height: catalog#00596205010, lot#60942979; femoral component precoat size g right: catalog#00596001752, lot#61776444; all poly petella standard cemented size 29 mm diameter 8.0 mm thickness: catalog#00597206529, lot#61651767. G2: foreign: germany. The product will not be returned to zimmer biomet for investigation, per hospital policy. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial right total knee arthroplasty. Subsequently, twelve (12) years and nine (9) months post-implantation, the patient underwent revision surgery due to loosening of the tibial component. It was reported that all available information has been provided.